Event description:
It was reported the patient was experiencing pain at the scs ipg site. Consequently, surgical intervention was taken and the patient's ipg was moved down in a new pocket. Reportedly, the ipg suture ripped in the original pocket. The patient's therapy was restored postoperatively.